Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A procedure was planned for a subtotal occlusion in the anterior tibial artery. An attempt was made to cross the lesion with a re-entry device, but the attempt was unsuccessful even after the device was torqued, which likely caused some vessel damage. Two guide wires were abutted from foot and groin access sites. A catheter was used to exchange for a viperwire guide wire. The diamondback peripheral orbital atherectomy device (oad) was activated, but it stalled several times and became stuck in the vessel. The opinion of the physician was that the device was likely subintimal. The physician pulled with force on the oad, and endothelium was observed on the oad. No flow was observed, and unplanned stents were placed in the vessel. At the conclusion of the procedure, the patient was fine and flow in the vessel had been restored.